Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report.

Event description:
In 2007, it was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography with an rx wallstent biliary endoprosthesis on a male pt, the stent would not deploy. Upon removal of the stent, it was observed that the "wires of the stent were protruding through the outer catheter." The physician successfully completed the procedure with another rx wallstent. The pt was reported as "fine".